Event description:
On (B)(6) 2012, patient's father reported to dexcom technical support that sensor wire appeared to have broken in patient's arm. At the time of the call to technical support, the patient was in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.